Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed opened and bleeding, blisters under the therapy pads and electrodes. There was no alleged device malfunction contributing to the irritation. The patient made her physician aware of the skin irritation, however, there is no indication of medical intervention. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.